Event description:
Info received indicates there is no audible alarm when the bed exit is activated.

Manufacturer narrative:
The tech isolated the issue to the scale circuit board. He replaced the scale circuit board, the external alarm and calibrated the scale to repair the bed.